Event description:
It was reported that the twinfix screw stopped advancing after distal portion of the screw hit the cortex. The doctor tried to adjust the screw but it would not advance or back out beyond that point. The doctor had to use a burr to shave off 2-3mm of the screw so it would not sit proud.

Manufacturer narrative:
Investigation in progress but not yet complete.